Event description:
During repair of a left shoulder rotator cuff tear, the anchor was implanted with no problems but broke when attempted to tie sutures. Anchor remained embedded in bone and suture and top of anchor were removed. Surgeon used another anchor to complete. No pt injury reported. This device is used for treatment.